Event description:
The device was used during a "vats" bullectomy. Reportedly, the instrument was difficult to open and the staples prefired. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.